Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and leaflet prolapse for a mitraclip procedure. During lock line removal, the lock cap was removed, ends of the lock line was unraveled, both line protectors removed, and one end of the lock line was pulled. Once the other end was in the clip delivery system (cds), the lock line became stuck after retracting about 6 inches. No knots were seen before attempted removal. Clip deployment proceeded with the lock line still attached. Once the clip was deployed, the cds was slowly removed over the lock line. Once cds was out of the sgc, the lock line was able to be removed from the patient. The clip appeared to have opened approximately 20 degrees during this process, with more mr than before deployment. Tension from removing the cds over the lock line is what caused the clip to open. A second clip was placed lateral to this clip to further reduce the mr and stabilize the first clip with a successful result. The mr was reduced to grade 2. There were no adverse patient sequelae.

Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and was determined to be related to the knot identified on the lock line (material deformation). The reported unintended movement-clip open - locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the reported inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. The reported clip opened while locked per the physician was due to tension from removing the cds over the lock line causing the clip to open. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.